Event description:
It was reported that the patient had a syncopal episode. The managed ventricular pacing (mvp) on the implantable pulse generator (ipg) had been programmed on and the patient has complete heart block. The device was reprogrammed with mvp mode turned off and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant medical products: 5086mri implantable pacing lead: (B)(4) 2011.